Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the right side, by the port. The leak was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between may 30, 2018 - may 31, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed the bag was wet, however, the photo does not provide enough detail to show a leak. The reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.